Manufacturer narrative:
The device was discarded by the facility; therefore, an analysis of the actual complaint device is not possible. The device history record for this oad lot number has been reviewed. No issues or discrepancies were noted during this review that would have contributed to the reported event. The device met material, assembly, and quality control requirements. (B)(4).

Event description:
It was reported that during a coronary orbital atherectomy procedure, a dissection occurred while using a csi orbital atherectomy device (oad). The target lesion was 15mm in length and was located in the left anterior descending (lad) artery. The physician used a 6fr introducer sheath, xb guide catheter and a crossing guide wire to access the lesion. The crossing wire was exchanged for a csi viperwire guide wire and the oad was loaded onto it. The physician performed five runs at low speed for 15-20 seconds per run. Post-atherectomy angiography revealed a flow limiting dissection in the proximal lad artery. The physician attempted to resolve the dissection via balloon angioplasty and stent deployment, but was unable to access the distal edge of the dissection due the vessel tortuosity. At this point, the dissection spiraled distally and increased in size. A second stent was deployed, but the physician was unable to completely resolve the dissection. Blood flow in the distal lad artery was limited, but additional intervention was aborted. The patient status remained stable throughout the procedure. A request for additional information was made, but was denied by the facility.